Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU), states to fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of death is listed in the IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. The review states: death in this case is a direct result of the perforation. The graftmaster is secondarily related in that it could not completely exclude the perforation. No product issue was reported.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation located in the proximal left anterior descending (lad) coronary artery. The 3.50x19 mm graftmaster covered stent was implanted at 14 atmospheres (atm) but the perforation was not sealed. The patient had unsuccessful cardiovascular resuscitation and the patient expired. No additional information was provided.